Manufacturer narrative:
The customer provided additional information regarding the patient results. The customer also provided questionable results for ck-mb, the mb isoenzyme of creatine kinase short turn around time (ckmb stat) from the same patient sample. On (B)(6) 2013, at 11:30, the following results were generated. Initial tnt stat of 0.013 ng/ml and initial ck-mb stat of 52.60 ng/ml. Both of these results were reported outside of the laboratory. The initial tnt stat results were questioned by the physician, but the ck-mb stat results were not. On (B)(6) 2013, at 11:55, the sample was repeated on another instrument and generated the following results. Repeat tnt stat of 2.35 ng/ml and repeat ck-mb stat result of 59.45 ng/ml. On (B)(6) 2013, at 12:10, was repeated on the original instrument and generated the following results. Repeat tnt stat of 0.011 ng/ml. On (B)(6) 2013, at 19:47, as part of troubleshooting, the customer replaced the tnt stat reagent, calibrated and performed qc. On (B)(6) 2013, at 20:01, the sample was repeated on the original instrument and generated the following results. Repeat tnt stat of 2.35 ng/ml. The customer deemed the tnt stat results from the other instrument to be the correct results. The customer deemed both the initial and repeat results for the ck-mb stat to be correct. The customer indicated that the difference between the two ck-mb stat results did not meet their internal criteria for a problem. The lot number of the ck-mb stat reagent in use was 17298301, with an expiration date of 05/31/2014.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted quality controls were run approximately 12 hours before and were within range. Therefore, a temporary issue, such as foam on the reagent, could have caused the event. It was also noted that the customer's centrifugation time was outside of the tube manufacturer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. The initial tnt stat result was 0.010 ng/ml, accompanied by a data flag, which was reported outside of the laboratory. The result was questioned by the physician. The sample was repeated on another instrument and generated a repeat result of 2.35 ng/ml. The sample was then repeated on the original instrument and generated a result of 0.010 ng/ml, accompanied by a data flag. As part of troubleshooting, the customer replaced the tnt stat reagent, calibrated and performed qc. The sample was then repeated on the original instrument and generated a repeat result of 2.35 ng/ml. The customer deemed the repeat result from the other instrument to be the correct result and corrected the result within the hour. There was no effect to the patient. There was no adverse event. As part of additional troubleshooting, other samples from the same time were repeated, and all the repeat results matched the original results. The customer also indicated there were no obvious problems with the test. The lot number of the tnt stat reagent in use was 17505301, with an expiration date of 11/30/2014. The field service representative found low rinse volume on the reagent probe. He checked all the fluid adjustment volumes, and adjusted the reagent probe wash volume. He also checked pump pressures. Mechanical adjustments were checked and no issues were noted. Pinch tubing and seals were also checked and no issues were noted. He performed performance testing, which was within range. The customer performed calibration and qc and all qc results were within normal limits.